Event description:
It was reported that during a code. Service wrench indicator was displayed, and the device would not get pass the "connect electrodes" prompt. The pt was successfully delivered to the hosp, but did not survive.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported failure. Physico replaced the main pcb assembly and then observed proper device operation through functional and performance testing. The device was returned to the customer for use. Physio-control further evaluated the replaced assembly, but could not duplicate the service code. The root cause of the reported failure cannot be determined.